Event description:
"I have the freestyle libre 2 sensor an 3mh060uj9md, lot ktp003874, 23-01-31. What you info n box reader for it keeps coming up with sensor error on reader I use (B)(4) to get the supplies for these called abbott diabets care inc but keep getting these ever order I place throw (B)(4) and all way need them replaced this needs to be felt with people can't check their blood sugar at all until wait 15 min to try when or it fail agen." FDA safety report ID# (B)(4).